Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx2 bifurcated stent graft and a vela suprarenal in 2016; default case date (B)(6) 2016 will be used until further information is received. During follow-up cta scan at (B)(6) medical center on (B)(6) 2018, a type 3b endoleak was observed. Endologix became aware of this endoleak on (B)(6) 2018. A realignment will be planned for the future per the physician.

Event description:
Additional information received confirming the patient was implanted with afx2 abdominal aortic aneurysm stent on 06/17/2016. The patient was asymptomatic and the secondary procedure is planned for july 2018. No confirmation received that re-intervention has been scheduled.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported event: the type iiib endoleak of the main body complaint is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.